Manufacturer narrative:
On 8/29/2016 integra investigation completed. Method : failure analysis, device history evaluation. Results: failure analysis - two baron suction tubes returned used, one showing a violet tape marking, the other showing staining, no unusual markings and both tubes broken at the same spot. Upon further investigation it is noticed that both tubes were snapped off at the hub on the non-working end. Not knowing how the tubes were handled, the complaint report is confirmed.. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports the baron suction tube 4 angled 3 fr broke at hub during use in surgery. On (B)(6) 2016 customer reports device broke while suctioning nasal cavity, no harm done, no further information available